Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), after removing the atw str floppy guidewire from the packaging, the distal tip of the guidewire was noted to be stretched. The product was not clinically used in the pt. There was no reported pt injury. The procedure was completed successfully. The product packaging was inspected prior to opening and no damage was noted. There was no reported difficulty removing the product from the packaging and the instructions in the instructions for use (IFU) were followed. No additional info is available.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt. Note: lake region lot # 02783688 is cordis lot # f0109824. Per lake region report (B)(4): lake region medical did review the device history records relative to the mfg, inspecting and packaging of lot 02783688. This packaging lot contained 155 units, which were shipped from lake region medical limited on (B)(6) 2009. The history records indicate this product was final inspection tested at lake region medical ltd and was determined to be acceptable.